Manufacturer narrative:
(B)(4). Multiple attempts to obtain the sample have not been successful. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor was unable to read any intercranial pressure after the patient received a cat scan, causing a delay of 45 minutes. The device was removed and another was implanted.

Manufacturer narrative:
Corrected fields and additional information- b5, d1, d2, d4, d10, g4, g7, h2, h3, h4, h10. UDI -- (B)(4). The catheter was returned for evaluation. A review of manufacturing records was performed and the device was found to have conformed to specification when released. There was no visible damage to the millar sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the results of the investigation, the reported issue was not confirmed. No further investigation or corrective action is anticipated.

Event description:
As reported by the ous affiliate, a microsensor was unable to read any intercranial pressure after the patient received a cat scan, causing a delay of 45 minutes. The device was removed and another was implanted.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned; therefore, an evaluation of the device could not be performed. A review of manufacturing records found the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.